Event description:
Pt showed signs of baclofen overdose two hrs post implant when pt became unconscious. Pt was moved to ICU, the pump was interrogated and indicated that 9.4 ml were in the reservoir. The pump was stopped and physostigmine administered and the pt responded. A physostigmine drip was administered through the night and at 6 am pt still had some signs of overdose but was doing well. The pump was accessed, the first day post op, and 3 ml was aspirated instead of 9.4 ml. Physician related that during implant he had noted that the pump had been steadily leaking fluid from the catheter connection point at about 1 drop/minute over a period of about 15 minutes before he attached the catheter to the pump. Follow up with hcp revealed the pt has recovered with no neurological deficit. Hospitalization was prolonged due to the complication of aspiration pneumonia contracted during the postoperative drug induced coma. Pt elected to have a new pump placed and is doing well with the therapy. Hospital refuses to release explanted device for analysis.

Event description:
The pt's attorney notified MFR of litigation alleging that due to a malfunction of the intrathecal, the pt sustained unconsciousness secondary to intrathedal baclofen overdose. The pt received 3000 mcg over 18 hours despite qualimetric instructions to discontinue the infusion. The pt further sustained the onset of aspiration pneumonia.